Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). A hot axios stent and delivery system were returned for analysis. The stent was returned fully deployed and expanded. The delivery system was received in position "2". Visual examination of the returned device found the outer sheath bent and torn with evidence of friction marks. The inner sheath was also kinked. No other issues with the stent and delivery system were noted. The investigation concluded that the observed failure of inner sheath kinked and outer sheath bent/ torn were likely due to factors encountered during the procedure such as interaction with the endoscope and/or handling of the device. The reported event of stent first flange failure to expand could not be confirmed; the stent was returned fully deployed and expanded. The reported event of stent positioning issue could not be confirmed because this failure occurred during the procedure and could not be functionally/visually verified. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, improper axios stent placement is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported events of stent first flange failure to expand and stent positioning issue. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the pancreas to treat a symptomatic encapsulated necrosis during a pancreatic cyst gastric bypass procedure performed on (B)(6) 2021. During the procedure, the first flange was deployed; however, the first flange did not fully expand. The stent was fully deployed in the stomach and was removed using grasping forceps. A different sized axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.